Manufacturer narrative:
Pt info not available at the time of this report. Medtronic rep has discussed the issue with the site and they will be using 1mm slice thickness for the next case pt exam. Software investigation on-going.

Event description:
A medtronic rep reported that after loading a 0.5mm exam, the software would occasionally freeze, but when loading the 'resin head' exam, the software seems fine. The surgeon completed the ent surgery with the use of the fusion navigation system. There was no pt harm reported.